Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, the right ventricular lead exhibited noise that was recorded as high ventricular rate events and an increase in capture threshold. The lead was explanted and replaced. The patient was in stable condition.